Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains /pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included miscarriage. Previously administered products included for contraception: depoprovera from 1997 to 2008. Concurrent conditions included gerd, heart murmur, hemorrhagic cyst and hypertension. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced anxiety ("anxiety"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, 3 years 7 months after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("increased bleeding during menstruation"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia had not resolved, the female sexual dysfunction, anxiety and depression outcome was unknown and the dysmenorrhoea, vaginal discharge and fatigue had resolved. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: as a result of the coils remaining in her body, plaintiff continued to experience the increasingly intense pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not provided. Concerning the injuries reported in this case, the following one were reported via medical records confirming events menorrhagia, pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received - new event "apareunia (inability to have sexual intercourse), anxiety, depression, dysmenorrhea (cramping), vaginal discharge, fatigue, did not undergo an essure confirmation test" were added. Product implant and explant date was updated. New reporter were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains /pain") in a 43-year-old female patient who had essure (batch no. 927080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included miscarriage, abdominal pain (impression: negative abdomen.), nausea (impression: negative abdomen.), vomiting (impression: negative abdomen.), hypercholesterolemia, vaginal delivery in 2011, vaginal delivery in 2006, vaginal delivery in 2003, vaginal delivery in 1992, vaginal delivery in 1989 and paresthesia in 2006. She had no hematuria, no abnormal bleeding, no flank pain, no trouble urinating, no rash, no lesion, and no vaginal itching. She reports no sexual problems. Previously administered products included for contraception: depoprovera from 1997 to 2008; for an unreported indication: mirtazapine, percocet, cyclobenzaprine, losartan, buspirone and metoprolol. Concurrent conditions included gerd, heart murmur, hemorrhagic cyst, hypertension, anxiety (anxiety who presents with multiple complaints.) Since (B)(6) 2016, endometriosis of uterus, dyspareunia, vaginal prolapse since (B)(6) 2016, bleeding menstrual heavy, pelvic prolapse, vaginal odor, painful intercourse since (B)(6) 2016, adenomyosis, dizziness since (B)(6) 2013, giddiness since (B)(6) 2013, palpitations since (B)(6) 2013, malaise since (B)(6) 2013, fatigue since (B)(6) 2013, esophageal reflux since (B)(6) 2013, bacterial infection nos since (B)(6) 2013, vaginitis since (B)(6) 2013, vulvovaginitis since (B)(6) 2013, papilloma viral infection (diagnosis: uterine cervix: low grade squamous intraepithelial lesion (cin 1 with changes of human papillomavirus infection). Endocervix (curettage)) since (B)(6) 2014, pap smear abnormal since (B)(6) 2014, dysplasia (mild dysplasia of cervix.) Since (B)(6) 2014, pain epigastric since (B)(6) 2016, vomited since (B)(6) 2016, painful defaecation since(B)(6) 2016, dyspareunia since (B)(6) 2016, multigravida since (B)(6) 2016, parity 2 since (B)(6) 2016, feeling abnormal since (B)(6) 2016, menstruation abnormal since (B)(6) 2016, frustration since (B)(6) 2016, vaginal discomfort since (B)(6) 2016, vaginal prolapse since (B)(6) 2016, adenomyosis since (B)(6) 2016, dry mouth since (B)(6) 2016, feeling abnormal since (B)(6) 2016, hyperventilation since (B)(6) 2016, light headedness since (B)(6) 2016, palpitations since (B)(6) 2016, sweating increased since (B)(6) 2016, shortness of breath since (B)(6) 2016, panic attacks (true panic attacks occur in addition to generalized anxiety. Apparent triggers include crowds or public places.) Since (B)(6) 2016, seasonal allergy, nicotine dependence, onychomycosis, hypertension, tinea cruris, dermatophytosis, gastroesophageal reflux disease, neoplasm of uncertain behavior of skin, carpal tunnel syndrome, hypokalemia, dysplastic nevus, chest pain, urinary tract infection, back pain, lumbar disc disease and back arthritis. Concomitant products included acetylsalicylic acid (aspirin), buspirone hydrochloride (buspar), mirtazapine (remeron) and oxycocet (acetaminophen w/oxycodone). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced anxiety ("anxiety"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, 3 years 7 months after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("increased bleeding during menstruation"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingo-oophorectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia had not resolved, the female sexual dysfunction, anxiety and depression outcome was unknown and the dysmenorrhoea, vaginal discharge and fatigue had resolved. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: as a result of the coils remaining in her body, plaintiff continued to experience the increasingly intense pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: placement of bilateral essure, which are intact. (B)(6) 2015, findings revealed heart size was normal. No pneumonia, effusion, or pneumothorax. No acute bony findings. (B)(6) 2016, she requests definitive therapy for her prolapse and menorrhagia in the form of a vaginal hysterectomy with ovarian conservation. She had a colposcopy (B)(6) 2016 for lgsil (low-grade squamous intraepithelial lesion) with no visible lesion. Cervix: focal high-grade squamous intraepithelial lesion (cin-ii) with associated koilocytotic changes suggestive of human papillomavirus involvement. Endometrium: secretory pattern endometrium. Myometrium: adenomyosis. Hysterectomy on (B)(6) 2016. On (B)(6) 2016, she has had no prior treatment for anxiety. Concerning the injuries reported in this case, the following one were reported via medical records confirming events menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Fup 6 and fup 7 processed together. On (B)(6) 2018: fup 6 and fup 7 processed together. Historical conditions, concomitant conditions and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains /pain") in a 43-year-old female patient who had essure (batch no. 927080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included miscarriage, abdominal pain (impression: negative abdomen.), nausea (impression: negative abdomen.) And vomiting (impression: negative abdomen.). She had no hematuria, no abnormal bleeding, no flank pain, no trouble urinating, no rash, no lesion, and no vaginal itching. She reports no sexual problems. Previously administered products included for contraception: depoprovera from 1997 to 2008. Concurrent conditions included gerd, heart murmur, hemorrhagic cyst, hypertension, anxiety (anxiety who presents with multiple complaints.) Since (B)(6) 2016, endometriosis of uterus, dyspareunia, vaginal prolapse since (B)(6) 2016, bleeding menstrual heavy, pelvic prolapse, vaginal odor, painful intercourse since (B)(6) 2016, adenomyosis, dizziness since (B)(6) 2013, giddiness since (B)(6) 2013, palpitations since (B)(6) 2013, malaise since (B)(6) 2013, fatigue since (B)(6) 2013, esophageal reflux since (B)(6) 2013, bacterial infection nos since (B)(6) 2013, vaginitis since (B)(6) 2013, vulvovaginitis since (B)(6) 2013, papilloma viral infection (diagnosis: uterine cervix: low grade squamous intraepithelial lesion (cin 1 with changes of human papillomavirus infection). Endocervix (curettage)) since (B)(6) 2014, pap smear abnormal since (B)(6) 2014, dysplasia (mild dysplasia of cervix.) Since (B)(6) 2014, pain epigastric since (B)(6) 2016, vomited since (B)(6) 2016, painful defaecation since (B)(6) 2016, dyspareunia since (B)(6) 2016, multigravida since (B)(6) 2016, parity 2 since (B)(6) 2016, feeling abnormal since (B)(6) 2016, menstruation abnormal since (B)(6) 2016, frustration since (B)(6) 2016, vaginal discomfort since (B)(6) 2016, vaginal prolapse since (B)(6) 2016, adenomyosis since (B)(6) 2016, dry mouth since (B)(6) 2016, feeling abnormal since (B)(6) 2016, hyperventilation since (B)(6) 2016, light headedness since (B)(6) 2016, palpitations since (B)(6) 2016, sweating increased since (B)(6) 2016, shortness of breath since (B)(6) 2016, panic attacks (true panic attacks occur in addition to generalized anxiety. Apparent triggers include crowds or public places.) Since (B)(6) 2016, carpal tunnel syndrome since (B)(6) 2017, human papilloma virus infection since (B)(6) 2017, gerd since (B)(6) 2017, throat pain (getting worse) since (B)(6) 2017, heart murmur since (B)(6) 2017, anogenital herpes since (B)(6) 2017, sickle cell trait since (B)(6) 2017 and uterine prolapse. Concomitant products included buspirone hydrochloride (buspar), mirtazapine (remeron) and oxycone (acetaminophen w/oxycodone). On (B)(6) 2012, the patient had essure inserted. In april 2014, the patient experienced anxiety ("anxiety"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In august 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, 3 years 7 months after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). In april 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("increased bleeding during menstruation"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia had not resolved, the female sexual dysfunction, anxiety and depression outcome was unknown and the dysmenorrhoea, vaginal discharge and fatigue had resolved. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: as a result of the coils remaining in her body, plaintiff continued to experience the increasingly intense pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: placement of bilateral essure, which are intact. (B)(6) 2016, she requests definitive therapy for her prolapse and menorrhagia in the form of a vaginal hysterectomy with ovarian conservation. She had a colposcopy (B)(6) 2016 for lgsil (low-grade squamous intraepithelial lesion) with no visible lesion. Cervix: focal high-grade squamous intraepithelial lesion (cin-ii) with associated koilocytotic changes suggestive of human papillomavirus involvement. Endometrium: secretory pattern endometrium. Myometrium: adenomyosis hysterectomy on (B)(6) 2016. On (B)(6) 2016, she has had no prior treatment for anxiety. Concerning the injuries reported in this case, the following one were reported via medical records confirming events menorrhagia, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: mr received. Reporters were added. Medically confirmed case. Patient¿s historical condition, concomitant diseases, concomitant drugs and unstructured relevant tests were added. Essure lot number was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.